Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device application via an android operating system and was unable to obtain readings. As a result, customer reported being "unable to move." User was treated by a third-party with sugar. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 3mh00j91hyd has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The communication was attempted between returned sensor and known good reader. The returned reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was performed . The return sensor was investigated and did not observe any abnormalities. The customer's complaint was replicated by using a known good android device and librelink app, and the sensor was able to communicate without any issues. Therefore issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device application in use with huawei +30 lite, os 10, app 2.8.4.9335 via an android operating system and was unable to obtain readings. As a result, customer reported being "unable to move." User was treated by a third-party with sugar. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.